Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case with moisture) issue. It was alleged that the battery compartment and the battery compartment cap were damaged, and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2017 with the following findings: during investigation, the returned battery cap and a test cap were able to attach to the pump but continued to spin. The top slot of the battery cap was slightly worn. The battery compartment was cracked to the left of the bumper pad at the threads traveling down to the case seal. No evidence of moisture was found externally. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no further evidence of moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.